Manufacturer narrative:
Initial report was received from the surgery department; however, occupation of initial reporter was not provided. (B)(4). Based on the manufacturing record review, all process operations presented in the manufacturing record for this serial number were within specifications and compliance. No deviations or nonconformances (ncr) related to the customer claim were generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that in implanting the intraocular lens into the patient's left eye, the capsular bag tore requiring the surgeon to perform a vitrectomy and remove and replace the lens within the same procedure with a non amo anterior chamber lens. The incision did not require to be enlarged. It was further reported that the capsular tear was not related to the lens or the implantation system but due to the patient's anatomy.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.